Event description:
The patient had been receiving lioresal 640 mcg/day in a complex continuous mode; 3 boluses of 140 mcg (5 a.m.; 11 a.m. And 11 p.m.), with "background" dosing of 22 mcg/ml. The hcp recommended leaving the dosing regimen as it was previously if the catheter was in the same position. The nurse was "unsure" and the programming was not changed. The patient reported to the hcp one week later that she was experiencing postural headaches accompanied by nausea and vomiting. She also noted sensation of difficulty breathing for approximately one hour occurring consistently each night between 12-1:30 a.m.. She also noted this sensation with considerably less severity during daytime boluses, along with nausea and dizziness. She has noted improvement of left upper limb tone, but decreased lower extremity tone. The position of the catheter was verified by xray and the pump was reprogrammed to deliver 2 boluses of 35 mcg, eliminating the nighttime bolus and increasing the "background" dosing by 200 mcg, with a net decrease of 150 mcg/day. This dosing change eliminated her sensation of "smothering" at night. At a subsequent visit, the other 2 daytime boluses were also eliminated, reducing events during the day. Upper tone has increased as well. It has not been confirmed that the dizziness is associated with dosing. The patient has not noted urinary retention as she had in the past with the dosing changes. The hcp believes that due to improvement in symptoms after dosing changes, the rostral movement of the catheter is suggestive of a probable relationship to mode and dose administration due to cervical distribution of drug. Same as manufacturer's #: 2182207200700128.